Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an infection noted in (B)(6) of 2018. The device was explanted and replaced in (B)(6) of 2018.